Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2025-00557. Please reference file mrn 3012307300-2024-15126 for all details pertinent to this event.

Event description:
It was reported via medwatch mw5162901: patient reports that legacy pump is giving them a high-pressure alarm. Patient reports that they switched to their back up pump and did not have the alarm on that pump. Patient reports that when they switched back to the first pump, the alarm, occurred again. Patient states that they checked their tubing and repositioned the tubing, which resolved it temporarily, but then the alarm, continued. Patient is now infusing with their functioning backup pump. There was patient involvement when the product fault occurred, and no harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.